Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. During the procedure the existing device was removed and a new ipp was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. During the procedure the existing device was removed and a new ipp was implanted. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegations of mechanical issues and fluid loss were not able to be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The cylinders were visually and microscopically inspected and wear was identified at the folds in the cylinder bodies. Cylinder 1 had a large hole in the outer tube of the proximal cylinder body, consistent with sharp instrument damage. Cylinder 1 was not pressure tested due to the leak identified. Cylinder 2 performed within specification. Visual and microscopical inspection of the pump revealed the kink resistant tubing (krt) was worn down to the filament. However, no leaks were found. Functional testing did not reveal any anomalies. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. During the procedure the existing device was removed and a new ipp was implanted. There were no patient complications.